Manufacturer narrative:
The country of origin is (B)(6). The service engineer performed adjustments of the gear pump, laundry levels and probe. In addition the vacuum check was ok. There was a droplet noticed on a rinse nozzle which was replaced. A qc test was run with acceptable results. The service engineer came back and replaced a rinse nozzle, its' spring and spring holder, the rinse tube assay and check valve was also replaced. There were no more droplets evident. Mechanical checks, calibration and qc tests had acceptable results. No further questionable results have been reported since. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable chloride results for 2 patients, from the cobas 6000 c (501) module. Patient 1: the initial result was 137.9 mmol/l and the repeat result was 105 mmol/l. Patient 2: the initial result was 138.5 mmol/l and the repeat result was 101 mmol/l. The questionable results were not reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.